Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter stated the sodium results from the analyzer had been too low. The reporter was able to provide one example of a discrepant result. The initial sodium result was 121.2 mmol/l. The repeat result was 137.5 mmol/l.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced the degasser and the sample probe. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.